Manufacturer narrative:
Device evaluated by MFR.: promus element plus 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 11dec2020. It was reported that crossing difficulties occurred. A percutaneous coronary intervention was being performed on a lesion in the left anterior descending coronary artery. A 4.00 x 12mm promus element plus drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.